Manufacturer narrative:
Concomitant product(s): etlw1610c124e stent graft; etlw1610c82e stent graft; etbf3616c145e stent graft, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead impedance warning was triggered. The lead is still in use. No patient complications have been reported as a result of this event.